Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous, moderately calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm and 3.5x15mm maverick2 balloon, inflated for 10 seconds. While the physician was implanting the 3.50x16mm liberte bare metal stent, he identified the stent struts were deformed. The procedure was completed with a 3.5 x 16 mm liberte balloon. No patient complications were reported. Patient status reported as "stable".